Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump was alarming no disposable clamp the tubing. The pump was stopped and restarted, but the pump continued to alarm. The patient was on her way to the clinic now so the pump was turned off and continued heading into the clinic. There was no patient injury reported.